Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagus surgery, the two handles' head of instrument shaft broke off. With the first reload, the loading unit connector and shaft broke off. It was not easy to approach when doctor was trying to cut the esophagus tissue. The next three reloads were also not easy to approach when doctor was trying to cut the esophagus tissue. It was also mentioned that the surgeon was unable to press the green button nor squeeze the handle. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs. A visual inspection of the returned photos noted that one handle and four loading units can be seen. The handle can be seen still attached to one of the loading unit's broken adapter. No abnormalities with the handle can be seen in the returned photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagus surgery, the two handles' head of instrument shaft broke off. With the first reload, the loading unit connector and shaft broke off. It was not easy to approach when doctor was trying to cut the esophagus tissue. The next three reloads were also not easy to approach when doctor was trying to cut the esophagus tissue. It was also mentioned that the surgeon was unable to press the green button nor squeeze the handle. Another device was used to complete the case. The procedure was converted from laparoscopic to open due to the target tissue being very deep. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Functionally, the loading unit adapter was removed from the first instrument. Each instrument was successfully loaded with a single use loading unit (sulu) and was applied to test media. All staples were placed, and test media was cleanly transected. It was reported that the safety button did not function as intended, the articulation lever did not turn as freely as expected, and the device handle broke. The reported issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The evaluation found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.